Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2026. On 03/26/2026, it was reported that the patient¿s wearable failed around 3:30 am while the patient was asleep. Since the patient was sleeping when this happened, she was not aware her sensor had failed. The patient recalled her last known cgm value being 128 mg/dl. At around 10 am, the patient¿s roommate witnessed the patient having a seizure and then the patient was unconscious for about 20 seconds. The patient was shaking uncontrollably and bit her tongue which caused bleeding. The patient¿s roommate tested the patient¿s bg meter reading which was 72 mg/dl and called 911. Once emergency medical services (ems) arrived, the patient was unconscious and therefore, unaware of any treatment that may have been provided to her at this time. She was then transported to the emergency room (ER). At the ER, the patient¿s blood was drawn for a bg level check but she was not provided with the results. The patient was treated with IV saline and also had a CT scan, MRI, and eeg done. The patient reported that her seizure was confirmed to be due to hypoglycemia. She was discharged on (B)(6) 2026. The patient was ¿fine¿ at the time of report. Performance data was reviewed. The allegation was confirmed due to findings of wearable failure. The probable cause was determined to be low count aberration. No additional event or patient information is available.